Event description:
It was reported that there were no problems with the foley catheter during pre-testing before insertion during surgery. When attempted to move the patient from the operating room to the ward after surgery and catheter placement, the catheter was found to have been spontaneously removed. Upon examining the balloon portion of the removed catheter, it was found to be ruptured.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.